Manufacturer narrative:
The reason for this revision surgery was soft tissue. The length of in vivo service was 10.3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The surgeon reported no issues associated with the explanted product. The root cause relating to this event could not be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness

Event description:
Revision surgery - due to a soft tissue and patella revision.